Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 10 mg/dl. Customer feels ok to troubleshoot for low blood glucose reading. Customer current blood glucose reading was 241 mg/dl. Customer blood glucose reading at the time of the incident was 10 mg/dl. Customer did not mention if they contacted their healthcare provider. Customer treated their low blood glucose reading with glucagon. Customer stated the drive support cap appears was normal. Customer change the set on (B)(6) 2017. Customer did not mention over- delivery issue. Customer did not mention if there was any occlusion on the set or reservoir. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corner and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.